Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm and revealed total power failure alarms and error messages (sf180) related to a battery charger fault. The internal battery and non-return valve (nrv) assembly were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm, total power failure alarms and sf180s were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. During resmed evaluation, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.